Manufacturer narrative:
Examination was not possible, as the products were not returned. Depuy another country reports a review of the device history records found the products initially conformed to specification. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated.

Event description:
The patient was revised because of dislocation.